Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened probe with tip protector in a bubble bag was received for the report. The sample was visually inspected and found to be nonconforming with orange/brown foreign material inside the port and on the welded cap. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for actuation and conforming for cut. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at several locations on the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. The probe engine was disassembled, and the components were inspected. The spacer, and rear housing o-rings are all intact. Front housing o-ring inner diameter was damaged. Excessive adhesive at bottom area where diaphragm is bonded to the extension. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to definitively determine the root cause or origin of the reported event. The complaint evaluation does not confirm a cut failure but does confirm that the probe experienced an actuation failure. While the exact cause of the actuation failure could not be conclusively established, a potential manufacturing-related contributing factor was identified. Specifically, damage to the o-ring and the presence of excessive adhesive at the diaphragm were observed during the evaluation. These conditions may have contributed to the device performance issue and therefore cannot be ruled out as potential contributors to the event as reported. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time as the reported cut failure was not confirmed and the exact root cause of the actuation failure could not be determined. However, a non-conformance was completed for the damage observed on the o-ring and excessive adhesive at diaphragm. A nonconformance investigation was completed to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that cutter could not cut during surgery. The procedure type was unknown. The procedure was completed after replacement of product with new one. There was no patient impact.